Manufacturer narrative:
The attachment was tested by production personnel and found it to be inoperative. The handpiece failed for rotation, run noise, water spray (no air), water spray (with air), leak test, cap temperature test, cut test, current draw. The attachment was unable to be evaluated to verify the complaint due to the attachment being inoperative. Microscopic evaluation revealed the cap underside and underlying set were covered in debris. The set, head tail and tail gears were moderately to severely worn and the area around the o-rings displayed moderate debris. Attachment components all lacked any lubrication at all and exhibited beginning signs of corrosion. This combination of lack of maintenance, coupled with the accelerated wear and corrosion, may have caused the rise in temperature stated by the complainant.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated and burned a patient. There was no intervention required.